Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant devices: - a 4.5mm locking cortical screw 30mm, catalog #: 815045530, lot #: m02951f; 4.5mm locking shaft screw 26mm, catalog #: 815045532, lot #: m02955f; 5.5mm polyaxial screw 60mm, catalog #: 815355060, lot #: m02817f; 5.5mm polyaxial screw 65mm, catalog #: 815355065, lot #: m02725f; 5.5mm non-locking screw 80mm, catalog #: 815455080, lot #: dpbcfn; 8.0mm cannulated locking screw 65mm, catalog #: 815308065, lot #: m01564f. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent an internal fixation revision due to breakage of the distal femoral locking plate eight (8) months post-operatively. No additional patient consequences were reported. Attempts have been made to retrieve additional information, but no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray review found no evidence of fracture healing, and device was fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause of the implant fracture is determined to have been mal-reduction of the fracture resulting in lack of bone healing. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.